Event description:
It was reported that the arctic sun device was alarming low flow. Flow got as low as 0.3, they checked all the connections and tubing, and it did not help. They replaced the bad and the flow rate remained the same. Switched the patient to the old device (as 5000) and it was working well now. The patient also had fat tissue necrosis from the pad. Therapy had to be stopped, and a different device used. Patient had skin injury. It was unknown what medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The instructions for use were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. Correction: e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alarming low flow. Flow got as low as 0.3, they checked all the connections and tubing, and it did not help. They replaced the bad and the flow rate remained the same. Switched the patient to the old device (as 5000) and it was working well now. The patient also had fat tissue necrosis from the pad. Therapy had to be stopped, and a different device used. Patient had skin injury. It was unknown what medical intervention was reported.